Manufacturer narrative:
According to the customer on (B)(6) 2025 they were sitting on their locked rollator at the stove when "all of a sudden I'm on the ground cause the part you sit on broke and caused me to get cut on the side". Per the customer they required "9 or 12 stitches" due to the fall. The device has been requested for evaluation. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2025 they were sitting on their locked rollator at the stove when "all of a sudden I'm on the ground cause the part you sit on broke and caused me to get cut on the side".